Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient losing external power while connected to the mpu, was confirmed in the submitted log file and event communications. The customer submitted a heartmate 3 log file for lvad alarms. During the log file review, a loss of external power event was noted to have occurred while the patient was operating of the mpu. The patient lost mpu power for approximately 3 seconds; the system was powered by the controller¿s backup battery during this period. The mpu was the power source before and after the event. Per additional information submitted by the customer, the loss of external power event was due an electrical power outage and the associated loss of ac power. The mpu was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a power outage in the community was the cause the no external power. No issues with the mpu.

Manufacturer narrative:
Approximate age of device ¿ the age is calculated from the manufacturer date to the event date. The age of device will be included in a follow-up report no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was an incidental finding of a no external power event while the system was connected to the mobile power unit (mpu) on 05may2019 during the evaluation of the submitted controller event log file. Based on the associated voltage levels, the event appeared to be due to a loss of ac power while the system controller was connected to the mpu. The system controller¿s internal backup battery continued to power the system as intended during the event and there was no interruption in pump operation.